Manufacturer narrative:
The lead was returned with no reported event. As received, a partial lead (only connector portion) was returned in one piece. Failure event observed during analysis. Visual inspection of the partial lead found full breach outer insulation degradation adjacent to the connector boot.

Event description:
This report is to advise of an event observed during analysis.